Manufacturer narrative:
Date of event: estimated as (B)(6) 2021 as the date of the event is unknown. Implant date: estimated as (B)(6) 2021 as the date of the leak is unknown.

Event description:
It was reported via social media that a leak occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. A leak was identified around the closure device post index procedure. The patient was waiting to observe if this leak would heal.